Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Accuracy tests were performed, and the device passed the test. The customer problem wasn¿t confirmed. No further action will be taken.

Event description:
It was reported that the device failed flow test, too high. The device came in to them with the reported fault ¿unspecified alarm¿. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.